Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the lay user/patient contacted lifescan (lfs) (B)(4) alleging that her onetouch ultra meter would not power on. The complaint was classified based on customer care advocate (cca) documentation. The patient reported that the issue began on (B)(6) 2016 at 06:00pm. The patient manages her diabetes with oral medication, diet and exercise and it is unknown if she made any changes to her usual diabetes management routine in response to the alleged issue. The patient denied developing any symptoms however stated that on (B)(6) 2016 at 09:00am the patient presented at an emergency room (ER) where they were treated with "insulin, IV fluids and antibiotics" and had a blood glucose test performed on an ER meter, which gave a result of "480 mg/dl". During troubleshooting the cca noted that it was not the first time the meter had been used and there was no apparent misuse of the device. The meter did not power on when prompted by pressing the power button or inserting a new test strip. The batteries did not require replacing and the issue was not resolved with training. Product was replaced and requested back for evaluation. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs' criteria for a serious injury reportable adverse event after the alleged product issue began.